Event description:
It was reported that during a da vinci-assisted appendectomy procedure, there was a fault when firing the sureform 60 instrument with a blue sureform 60 reload. The stapler fired but would not unclamp until the fault was cleared. Once unclamped, it was noted the staples were formed, but there was a small blue fragment on the staple line. The surgeon oversewed the staple line as a precaution and removed the fragment, which is believed to have come from the end of the stapler cartridge. The procedure was completed robotically.

Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. An advanced log review shows the sureform 60 stapler instrument was installed on the system 1 time and fired 1 blue sureform 60 reload. On the only install, the first clamp was successful, and the firing was completed with no pauses for compression. The subsequent unclamping failed. The system logs show the unclamping failure occurred on universal surgical manipulator (usm) #1. Several seconds later, the system logs show the user recovered the system from a recoverable fault and that the instrument was successfully unclamped robotically. The instrument was then removed and not used in the procedure again. There were no additional errors pertaining to this instrument in the system logs. An image associated with this reported event was submitted for review. The photo shows a small blue fragment that appears to be from the stapler reload. It is not possible to draw any definitive conclusions from the image as to why this would occur or why there was a recoverable fault. Comparing this image to a fully intact reload, it looks like the fragment could have come from the associated stapler reload's proximal garage.